Event description:
It was reported that the patient presented with moderately severe pain in his back that was preventing him from working in early 2009. Surgeon recommended a course of narcotic pain medication and surgery. On (B)(6) 2009, surgeon performed surgery consisting of an axial lumbar interbody fusion using rhbmp-2/acs. During his post-operative recovery, began to suffer from severe pain in his legs that was not present before the surgery and also lost a previous flexibility. On (B)(6) 2009, surgeon performed surgery consisting of a laminectomy and the replacement of facet joint hardware and rhbmp-2/acs was used in surgery. Surgeon told that the replacement was necessary because the original screws used in first surgery were too small for patient's build. Surgeon performed surgery consisting of a spinal fusion using rhbmp-2/acs with the removal of ectopic bone growths. Patient continued experiencing severe pain in his legs after the third surgery. Patient now continues to suffer from constant, severe pain in his back and legs.

Manufacturer narrative:
(B)(4). Date of surgery is unknown but the surgery happened in (B)(6) 2010. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.